Event description:
The device was used during a lobectomy procedure. Reportedly, the staple line leaked air. No pt injury reported.

Manufacturer narrative:
2/24/1998-supplemental report #1 submitted to FDA.